Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when it dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. The bme also states that there was an alarm at the bsm and the rns but that the staff states that they did not hear that alarm at the cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when it dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. The bme also states that there was an alarm at the bsm and the rns but that the staff states that they did not hear that alarm at the cns. No patient harm was reported.